Event description:
It was reported that patient was seen for routine follow-up and during device interrogation loss of capture with the left ventricular (lv) lead was noted. The lead's polarity was reprogrammed and the issue was resolved. The lv lead remains in use. The patient is enrolled in the adapt response study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.